Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, prior to a retrograde intrarenal surgery the basket formation of an ncircle tipless stone extractor was not in the open position at the time of opening the sealed package. The device was returned (B)(6) 2021 and it was discovered that the basket would not open. Another same type device was used to complete the procedure. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, quality control data, and specifications. The complainant returned one ncircle tipless stone extractor to cook inc for investigation. The mlla (male luer lock adapter) was loose and collet knob was tight. The distal end of the basket sheath appeared to be bent or smashed. The basket formation was not visible within the sheath. The handle could not actuate the basket formation. The handle was disassembled to determine if basket formation could be deployed manually. The basket sheath would buckle at approximately 13 centimeters from the distal tip. The reported failure mode was confirmed. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The distal end of the basket sheath was smashed, preventing the basket assembly from moving freely within the sheath. The cause for the damage was unknown. Excessive force may have been inadvertently applied to the device, however no information was known regarding device handling, therefore the cause of the issue could not be conclusively determined. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
PMA/510k # exempt. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a retrograde intrarenal surgery the basket formation of an ncircle tipless stone extractor was not in the open position at the time of opening the sealed package. The device was returned (B)(6) 2021 and it was discovered that the basket would not open. Another same type device was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. There was no harm to the patient due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.